Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Article entitled ""high risk of hip dislocation following polyethylene liner exchange in total hip arthroplasty¿is cup revision necessary?¿ written d. Dammerer, f. Schneider, t. Renkawitz, d. Putzer4, m. Bogensperger, and r. Biedermann published by archives of orthopaedic and trauma surgery in september 9, 2020 was reviewed. The articles purpose was a retrospective study to determine the rate of tha dislocation following a liner exchange. In total 82 patient were involved in the study. To be involved in the study the patient had to undergo a revision due to polyethylene wear and have the pe liner removed, cup was stable and acceptable orientation, no osteolysis around the cup, and no dislocation prior to the revision due to pe wear. 42 patients were excluded from the surgery due to not undergoing the revision surgery, but still reported polyethylene wear. Of those 82 study patients ¿ 57 were reported to have depuy duraloc marathon liner and were revised due to pe wear. Mean follow up was 6 months following the revision due to pe wear. Adverse events: 13 patients reported having a dislocation following the revision due to pe wear (all had duraloc marathon liners). All dislocations were repositioned under fluoroscopic guidance. 69 patients didn't report any dislocation following the revision due to pe wear (44 had duraloc marathon liners). 6 patients went onto have a cup revision due to recurrent dislocations. 7 patients went onto have second revision surgery for recurrent dislocations with a liner exchange. Cup migration noted during the follow up period (no interventions noted). Cup malpositioning noted during the follow up period (no interventions noted). Depuy products: duraloc cup. Duraloc marathon neutral liners. "

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.